Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure for the cardiac resynchronization therapy defibrillator (crt-d), the setscrew on the left ventricle port malfunctioned by remaining on the wrench. The crt-d was not implanted, and a different device was used to complete the procedure. No patient complications have been reported as a result of this event.